Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that d-j stent was not good at pushing.

Manufacturer narrative:
The reported event was confirmed use related as the device was used past the expiration date. Sample was not available for evaluation. The root cause identified is "neglect of the expiration date". A device history record review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: "use by" next to the expiration warning symbol. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that d-j stent was not good at pushing. Batch# nggt4510 and expiration date:2025-03-05 doe 01apr2025. As per jde search it was found that customer used expired product on patient.